Event description:
It was reported that this patient with this pacemaker experienced chest pain and palpitations, the right ventricular (rv) lead capture could not be verified. A decrease in the intrinsic ventricular signal was noted which led to some ventricular signals being blanked and causing ventricular pacing to be delivered when not required. The physician discussed potential reprogramming and further discussion with the cardiologist. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this pacemaker experienced chest pain and palpitations, the right ventricular (rv) lead capture could not be verified. A decrease in the intrinsic ventricular signal was noted which led to some ventricular signals being blanked and causing ventricular pacing to be delivered when not required. The physician discussed potential reprogramming and further discussion with the cardiologist. This device remains in service. No additional adverse patient effects were reported. Additional information the patient with this pacemaker experienced an infection. This pacemaker was explanted, and the patient was placed on antibiotics. A week later a new pacemaker system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this pacemaker experienced chest pain and palpitations, the right ventricular (rv) lead capture could not be verified. A decrease in the intrinsic ventricular signal was noted which led to some ventricular signals being blanked and causing ventricular pacing to be delivered when not required. The physician discussed potential reprogramming and further discussion with the cardiologist. This device remains in service. No additional adverse patient effects were reported. Additional information the patient with this pacemaker experienced an infection. This pacemaker was explanted, and the patient was placed on antibiotics. A week later a new pacemaker system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.